Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: patient alleged injury: medical history: on (B)(6) 2012 the patient had a lap ventral sleeve gastrectomy. As a result the patient experienced abdominal pain and nausea. It was determined that there was fluid collection along the medial right inferior hepatic lobe. (B)(6) decided to perform a laparoscopic procedure on (B)(6) 2012 to patch a staple line leak and drain the area of fluid accumulation in the lower edge of the liver capsule and the lower. During the procedure the patient developed a lacerated liver and began to bleed. Est blood loss was between 400-500 ml of blood. The procedure had to be converted to an open procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).